Manufacturer narrative:
Findings: unit received with full segment display during act button problem isolated to the lcd board. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was 180 mg/dl. The customer stated that when she presses act or the bolus button she receives a black rectangle on screen. The customer was advised to stabilized at room temperature. The customer stated the black screen didn't disappear. The customer stated when esc to home screen black screen goes away but reappears on menu and bolus. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.